Manufacturer narrative:
Block b3: exact date unknown, event occurred a month and half ago to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7077695 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at implantable pulse generator (ipg) pocket site. Symptoms of drainage from the pocket incision were noted. The patient was administered antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient is doing well postoperatively. The explanted device components will not be return as it was discarded by the facility.